Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, berlin heart clinical affairs called the site to check on the pt. The site reported a drop in hematocrit and had performed a head CT (on (B)(6) 2014) that showed a significant head bleed. The neurological assessment was limited by the pt being intubated and sedated. They stopped heparin and gave her prbcs. A week later CT showed the bleed had stabilized. Pt remains intubated and sedated. The clinicians report the device functioned as intended without signs of any deposits in the pump.